Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t:slim x2 with control-iq user guide: "keep the pump protected when not in use. Store at temperatures between -4°f (-20°c) and 140°f (60°c) and at relative humidity levels between 20% and 90%".

Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the customer said the weather has been getting colder. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.